Event description:
It was reported that several atp therapies were delivered for far p oversensing and noise. A decrease in pacing lead impedance was observed and sensing had decreased. The lead was explanted and replaced.